Manufacturer narrative:
Testing and investigation found at power up the device alarmed for 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during set up prior to pt use, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The pump was returned to the biomedical department from the labor ward with a report of the device alarmed with a 11/004 service alarm code. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.